Event description:
This lead was explanted and replaced due to no sensing, no capture at max output and dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, coagulated blood was found in the lumen of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.